Event description:
It was reported that, "after reaming, t-handle comes off 8, 9, 10 reamer."

Manufacturer narrative:
Evaluation summary: it was reported that, "after reaming, t-handle comes off 8, 9, 10 reamer." The investigation concluded that the device is fully functional. The 8-10mm starter/sizer awl assembled with the t-handle with no indication of loosening. The reamer does not come off the handle is assemble properly. The reported event could not be replicated.